Manufacturer narrative:
The device history record of the batch (160100) was reviewed and no deviation was detected. The medical device complied with the specification. The cage was expanded to the maximum (maybe up to or more than 10 turns) and the stresses applied to the cage probably caused the screw breakage. The surgical technique states that two cages must be implanted in the intervertebral space. In this case, just one cage, implanted using an oblique approach was implanted. We are waiting for the x-rays to confirm the screw breakage of the cage and to determine the root cause. Submission of a medical device report and the FDA's release of that information is not an admission that a product, user facility, importer, distributor, manufacturer, or medical personnel caused or contributed to the event.

Event description:
During surgery the surgeon expanded (maybe up to more than 10 turns) l-varlock lumbar cage. The surgeon reported that he felt the expansion screw broke since the screwdriver kept spinning. To date we do not have visual confirmation that the screw broke after several requests to the surgeon. Submission of a medical device report and the FDA's release of that information is not an admission that a product, user facility, importer, distributor, manufacturer, or medical personnel caused or contributed to the event.